Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: unknown issue - the surgeon reported the device was not functioning properly. No further case details were given or expected. When the sales rep. Picked up the device, the nurse indicated the issue occurred on (B)(6) 2018, however, the sticker on biohazard bag states a different date. Staff and the sales rep could not confirm bag sticker represents the case of product malfunction. Investigation conclusion: the reported issue was not confirmed. The returned device and the complaint lab generator function as expected with no failures and met the product specification requirements for electrical continuity and for pull force testing. Note: the event date of (B)(6) 2018 listed within gch does not correlate with first activated date of (B)(6) 2018 obtained via the eeprom verification reader as the device was time-stamped with an eeprom on (B)(6) 2018 which is three weeks prior to the listed event date of (B)(6) 2018. Additionally, it was found that the electrode glass insulation coating is chipped, however, it cannot be determined how or when the electrode became compromised and sustained the damage. Because the blade coating is a glass insulator, if the blade is bent the glass to metal adhesion will become compromised. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: it was found that the electrode glass insulation coating is damaged, chipped, however, it cannot be determined how or when the electrode became compromised and sustained the damage. Failure found during analysis; therefore, patient information is not applicable.